Event description:
It was reported that pump display had pixel issue that limited use to only half of screen and affected ability to interact with pump and read information. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.